Manufacturer narrative:
The device has been restored by distributor and it is now operational normally. The device will not be returned to normally. So root cause could not been established.

Event description:
On (B)(6) 2025, while preparing to use the device to measure a patient's intracranial pressure, the medical department was unable to power it on. Due to the lack of a backup device, the department immediately initiated emergency protocols and reported the malfunction for repair. This failure resulted in a delay in testing and impacted the hospital's service quality and patient satisfaction.

Manufacturer narrative:
The device has been restored by distributor and it is now operational normally. The device will not be returned to sophysa. So root cause could not been established, but it may be caused by a corrupted history, which could be corrected by erased it.

Event description:
On (B)(6) 2025, while preparing to use the device to measure a patient's intracranial pressure, the medical department was unable to power it on. Due to the lack of a backup device, the department immediately initiated emergency protocols and reported the malfunction for repair. This failure resulted in a delay in testing and impacted the hospital's service quality and patient satisfactions (B)(6) 2025; while preparing to use the device to measure a patient's intracranial pressure, the medical department was unable to power it on. Due to the lack of a backup device, the department immediately initiated emergency protocols and reported the malfunction for repair. This failure resulted in a delay in testing and impacted the hospital's service quality and patient satisfaction.